Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12322-02, lot #88027-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #2 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure using a perclose technique of an unspecified vessel after an interventional procedure. Reportedly, two prostars were used at the same time during the procedure. After suture deployment, "too much tension was applied when making the knots" and two of the four sutures broke. Hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. No additional info was provided.